Event description:
The customer received a blood glucose results of 74 and 94 mg/dl. The customer had low blood glucose symptoms. Customer was incoherent, the customer was given orange juice and sugar. 1 hour later the customer tested and received a result of 174mg/dl, on a different device the result was 110mg/dl. Controls were not in use. A request was made for the return of the suspect device and replacement product was sent.